Event description:
The head of the screwdriver twisted during use. A spare screwdrive was used to complete the procedure. This event did not cause an adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event was attributed to user misuse.